Event description:
Regulatory agency reported the following events in voluntary report number mw5039416: "a patient presented with right lateral chest melanoma excision and found to have axillary lymphadenopathy but ultrasound normal. Pt also appeared to have right breast firm grade IV capsular contracture. Pt initially declined treatment. Then returned. Diagnosed with alcl." Pathology results not provided, the report of alcl is captured as lymphoma unless pathology results are received. Treatment is unk.

Manufacturer narrative:
Potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling,asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Published studies indicate that breast cancer is no more common in women with implants than those without implants. A large, long-term follow-up found no significant increases in the risk rates for a wide variety of cancers, including stomach cancer, leukemia, and lymphoma. Pts should be advised that capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. Capsular contracture occurs more commonly in revision pts than in primary augmentation or reconstruction pts. Capsular contracture is also a risk factor for implant deflation, and it is one of the most common reasons for reoperation. Pts should also be advised that additional surgery may be needed in cases where pain and/or firmness are severe. This surgery ranges from removal of the implant capsule tissue to removal and possible replacement of the implant itself. This surgery may result in loss of breast tissue. After breast implant surgery the following may occur and/or persist, with varying intensity and/or for a varying length of time: hematoma/seroma implant extrusion, necrosis, delayed wound healing, and breast tissue atrophy/chest wall deformity. Calcium deposits can form in the tissue capsule surrounding the implant with symptoms that may include pain and firmness. Lymphadenopathy has also been reported in some women with implants. Capsular contracture may happen again after these additional surgeries. Capsular contracture may increase the risk of deflation.